Manufacturer narrative:
The customer report that the ¿yes¿ button does not work on the keypad was confirmed in the logs and replicated during testing. The logs identified the user successfully programming a secondary infusion of dexamethasone (decadron) which completed with no apparent complications. Testing performed on the returned pcu replicated a nonfunctioning keys on the keypad. Inspection of the pcu keypad found a broken number 1 trace on the flex cable. Further inspection found the contamination on the painted traces. Resistance measurements of the keypad traces found an open circuit. Device history review: review of the source pcu s/n (B)(4) service history record showed that the device was manufactured on 02/13/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 01sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported from the infusion clinic in the oncology department that the yes button does not work on the keypad of the pcu module when pressed. Patient was receiving a secondary infusion of decadron 20mg at a rate of 100ml with a volume to be infused of 56ml at the time of the incident. A new pump had to be obtained to continue the infusion. There was no report of patient impact.